Manufacturer narrative:
The pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. P-cap/reservoir locked properly in place. Pump received with cracked case on the back at the battery tube area. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid and buttons were unresponsive. The customer¿s blood glucose level was 210 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis